Manufacturer narrative:
(B)(4). This complaint for peritonitis due to use error - poor aseptic technique was confirmed because the nurse indicated the patient had made a touch contamination mistake during therapy (breach in aseptic technique). A review of all batch record documents was performed for h11c07097 and h11b20019 with no issues noted. Labeling review and has multiple instructions and warnings for aseptic technique. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the USA of mistake/touch contamination and peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. During a call with baxter customer services, the following was reported. On an unreported date, the patient made a mistake/touch contamination. On (B)(6) 2011, the patient experienced peritonitis. Hospitalization did not occur. It was reported that the cause of the peritonitis was the patient made a mistake/touch contamination. Treatment was not reported and at the time of this report, the patient was recovering from the peritonitis. The nurse stated the peritonitis was not related to dianeal therapy and did not comment on the patient made mistake/touch contamination. Concomitant medications were not reported.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.